Manufacturer narrative:
Additional information: b3, b5, d9, e4, h3, h6, h10, h11. B3: the event occurred on an unspecified date in (B)(6) of 2025. B5: additional information was received from the reporter clarifying all departments of the hospital follow the same procedure for total parenteral nutrition (tpn) infusions. Tpn is always on a 2 registered nurse (rn) check to verify the ingredients in the delivered bag against the medication administration record (mar). Once checked the tpn/lipids are strung with the appropriate tubing/filters and administered per policy. There have been no changes to the tpn products/supplies, administration process in the past 3 months. Tpn is compounded and given 2-in-1. During troubleshooting by the reporter, the device was tested as a "quick run" at 52 ml/hr for 3 hours using saline at a volume to be infused (vtbi) of 156. The device delivered an actual volume result of 172 with a percent error of 10.25%. A "full test 1" was performed with cyclic tpn chosen as the medication "step 1: 26 ml/hr, 1 hr step 2: 52 ml/hr, 12 hrs, 624 ml step 3: 26 ml/hr, 1 hr, total vtbi: 676 ml, actual result: 752 ml, percent error: 11.24%". The biomed reporter also included "testing setup was not perfect, as I should have had the pumps placed lower on the poles and less slack in the IV tubing between the drip bag and the pump". No additional information is available. H11: the device was received for evaluation. During evaluation, the device was flow tested with a delivery rate of 40ml/hr with a volume to be infused (vtbi) of 20ml and resulted in 19.751ml with a passing result of error percentage -1.245%. A review of the event history log (ehl) revealed the event history log review was performed. The user facility did not provide an event occurrence date however the review of the log revealed an infusion of total parenteral nutrition (tpn) programmed and started on the date event was reported to baxter with rate 26 ml/hr, and vtbi 624 ml. User selected a new patient, which cleared the prior program. After one minute infusion updated rate - 26 ml/hr, and vtbi - 26 ml. After about an hour, the pump ran the primary bag with the same rate, flow confirmed and vtbi and given 0 ml. Two hours after the start of infusion, the pump ran a rate: 52 ml/hr, vtbi: 624 ml, and 26 ml was given to the patient. The following day, the pump ran primary bag rate: 26 ml/hr, vtbi: 26 ml, and 650 ml was given to the patient. An hour later, the pump alarmed infusion complete, and pump rate updated to 25 ml/hr. Two minutes later, 650 ml was given to the patient, and pump stopped by the user. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump over-infused tpn during cyclic tpn 3-step program in the pediatric intensive care unit (picu). The bags used for tpn infusions had an overfill of 50ml from their suggested infusion amount and the volume of tubing and the filter was found 22.7 ml, and when accounted for priming it lost about 37 ml total. There was no report of patient injury or medical intervention associated with this event. No additional information is available.